Event description:
It was reported that the patient had boluses programmed for delivery 4 times a day (7am, 1pm, 7pm, 1am). After his prescribed bolus time, he experiences multiple sensations each time. The symptoms were described as a wacky feeling, like a rush, feeling of ear plug, a tingling feeling, causes him to lose balance / throw off-kilter. The patient gets wobbly and dizzy and is like a "morphine effect." The patient experienced this since implant, where they have tried different bolus options. The patient is sensitive to morphine and drugs. The 2nd time of reprogramming was too strong, so they backed it off, and now it works for him. The patient expects it to occur each time with his boluses and that it starts 10 or 12 minutes after the prescribed bolus time and lasts between 4-20 minutes. The prior (B)(6), there appeared to be a 45 minute delay of receiving the bolus. The patient was lounging on his right elbow and allowed the hip area to go left a little bit around 7pm, but patient did not feel the effects until around 8 pm after he sat up. The pump was used to infuse fentanyl, bupivacaine and prialt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).